Manufacturer narrative:
After further troubleshooting, the customer called back in and reported that the pins were checked for alignment and that solenoid 3 and 4 were replaced, but problem persisted. The rse advised the customer that data acquisition pcb can be replaced to resolve issue; it was also suggested that the da-mc cable can be replaced as a precaution.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting error code 110a check vent: proximal pressure sensor auto zero failed. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and could not confirm the reported problem. The customer states device was turned in with note ¿malfunction¿. The customer is unable to find a malfunction. Went through event log. Customer found an old error code 110a: proximal pressure sensor autozero failed in the event log. The rse informed the customer that the manufacturer¿s recommendations are verify pin alignment between solenoids and the da pcba; replace the proximal auto-zero solenoid (sol 3 and sol 4); replace the da pcba. The customer will order the 2 solenoids and the da pcba and repair the unit. The customer will verify and test the unit and call back if further assistance is needed.

Manufacturer narrative:
H10: after further troubleshooting, the customer called back in and reported that the pins were checked for alignment and that solenoid 3 and 4 were replaced, but problem persisted. The remote service engineer (rse) advised the customer that data acquisition (da) printed circuit board assembly (pcba) can be replaced to resolve issue; it was also suggested that the da-mc (motor controller) cable can be replaced as a precaution. The customer replaced the da pcba board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.